Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a follow up MDR will be submitted. Use of apidra insulin is contraindicated for the t:slim cartridge.

Event description:
Received info stating customer received occlusions alarms over the last three days and blood glucose levels were elevated. Customer is reportedly using apidra insulin. Customer reverted to using a backup non-tandem pump.